Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the doctor fired the stapler all the way until it beep. When the jaws were opened, it was found out that the stapler completed the staple line but did not cut the suture of the device.